Event description:
Patient's mother reports that pump not pushing ig product. Confirmed with patient's mother proper technique. Replacement product will be sent. Please include the following info in the event description: did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No info available; did we replace the device? Yes; did the pt have a backup device they were able to switch to? No; reported to (B)(6) by pt/caregiver.